Manufacturer narrative:
.

Event description:
The customer reported the performed testing on the device and found that the device does not stay on for more than 8 minutes after unplugged from ac power; batteries depleted. The customer reported there was no patient involvement.